Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, the device was found to be in backup vvi mode. A device code download was performed successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.